Event description:
Per the clinic, the patient has discontinued use of the device (date not reported) for unknown reasons. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report filed november 12, 2015.